Event description:
It was reported that a person with diabetes (pwd) received multiple line block alarms after completing a cassette and infusion set tubing change. The pwd replaced both the cassette and tubing, which resolved the issue, and noted that the infusion site itself was not changed. The pwd later received an additional line block alarm that was attributed to laying on the infusion site. There was no patient injury and the issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.